Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they had damage and failed battery test. The customer¿s blood glucose level was below unknown. The customer reported that they had damage on the battery compartment the customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis..

Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. (B)(4).